Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high impedance due to lead fracture. The lead was capped and replaced. No patient symptoms were reported.